Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure for a permanent scs system on (B)(6) 2014. The following day the patient went to the emergency room with a complaint of abdominal pain above the belly button. A CT scan was taken and the patient was prescribed steroids. Postoperatively the patient was programmed and there was no complaint of abdominal pain. Follow up information identified the patient was explanted on (B)(6) 2014 because the abdominal pain was not subsiding. Postoperatively the abdominal pain is gone and only the post surgical discomfort is present.